Manufacturer narrative:
Multiple attempts to obtain further information were made, however, they were unsuccessful. No further information is available. The device remains at the customer suite.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there is an error in the auto test.